Event description:
Same case as MDR ID# 2134265-2012-04298. It was reported that during a percutaneous intervention (pci) ablation procedure, vessel perforation occurred. The target lesion was located in a heavily calcified bifurcation in the left anterior descending (lad) artery. The physician advanced an unknown size rotalink burr to the lesion, perforation occurred. An unknown stent was placed and pericardiocentesis was performed using a non-bsc needle which nicked the liver. The patient expired the next day. The physician is fairly confident the patient expired as a result of the pericardiocentesis needle nicking the liver and does not believe the rotalink burr or wire contributed to the patient death.

Manufacturer narrative:
Date of birth: (B)(6). Event date: (B)(6) 2012. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).